Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers nurse reported via phone call by a nurse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 25 mg/dl at the time of the incident. The customer was at 112 mg/dl at the time of the call. The customer was given a glucose blast to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed but the pump passed a displacement test. The insulin pump will not be returned for analysis.